Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the fg maverick 2 mr, 2.00mm x 15mm balloon catheter was returned for analysis. Visual, tactile, microscopic, and leakage analysis was performed on the device. Visual and tactile examination of the balloon profile showed that the balloon was subjected to positive pressure and was returned in a deflated state. A visual and tactile examination of the hypotube shaft identified multiple kinks along the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. A microscopic examination of the tip revealed no issues with the bumper tip. A microscopic examination of the distal and proximal markerbands identified no damage. A microscopic examination of the shaft polymer extrusion identified no kinks or damages. Leakage test was performed, and the device was attached to an encore inflation device. The balloon was inflated to rated burst pressure of 12 atmospheres with no issues.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.